Event description:
The patient was implanted with scs trial leads on (B)(6) 2011. It was reported that the patient had a burn on the back possibly from an inappropriate therapy and then subsequently experienced incontinence. The physician believed that the trial lead was defective and had a nick in it. It was reported that the lead had an apparent small break in the insulation. The break was approximately 1-2 inches from the terminal end of the lead. The broken part of the lead was lying on the patient's skin, above the burn site. When tested, some contacts of the broken lead displayed invalid values. The physician removed the trail leads. The patient had elected to move forward with a permanent implant once healed. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.